Event description:
Patient contacted dexcom technical support on (B)(6) 2011 to report that she experienced irritation ("raw red with raised bumps") from the last three sensors. Patient reported removing the third sensor due to itchiness; she had worn it in her arm because the irritation on her abdomen from the first two sensors had not yet healed. Patient consulted her endocrinologist, who stated that she was having an allergic reaction to the adhesive. Patient is currently applying aloe and a prescription cream on the affected areas. This is MDR 2 of 3 for the complaint. See MDR #3004753838-2011-00174 and -00176 for reports 1 and 3 of 3, respectively.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusions can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.